Event description:
It was reported that during use of the anesthesia kit perisafe vi cal 18 the tuohy needle shows a perforation through the base of the wings.

Manufacturer narrative:
Investigation: review of DHR was performed on the two lot numbers mentioned above and no issues; qns or other events were related to the complaint stated by the customer. The sample was visually inspected for any damage that they could have and found on the top of the luer connection some stress mark made during the use of the needle, also it was found a crack on the body of the luer, then the sample was tested for leak, a syringe with water was inserted into the luer connection of the needle and a rubber cork was placed at the tip of the needle, the syringe was pressed to verify if there was a leakage into the luer and it was noticed that a water drop was present, the leak it is in the center section of the luer connection. The defect stated by the customer it is confirmed. After the evaluation of the sample received thru a microscope it was found that the luer connection showed signs of stress marks, these marks could be generated during the assembly of the mating part on the luer with excess of force to make sure it have a good connection, this force could generate the crack found on it, after we applied some water pressure we could see that a water drop was present in the body of the luer connection.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the anesthesia kit perisafe vi cal 18 the tuohy needle shows a perforation through the base of the wings.